Event description:
It was exported that the surgeon attempted to insert an aq2010v silicone three-piece lens, but as the lens was being ejected one haptic bent. There was no patient contact. The reporter stated the cause of the bent haptic was due to the lens not being loaded correctly.

Manufacturer narrative:
Visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of hte returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.